Event description:
It was reported that there was usb port damage, affecting the pump's ability to charge and led to a pump shutdown. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.